Manufacturer narrative:
Manufacturer's investigation conclusion: the patient passed away (MFR # 2916596-2023-02505). A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a chronic infection compromising their pump confirmed using fluorodeoxyglucose positron emission tomography (fdg-pet) scan. The source of the infection was a corynebacterium driveline associated infection that was diagnosed a year prior. This infection was treated with chronic doxycycline and IV vancomycin intermittently when bacteremia was noted. The patient also developed vegetation on their ICD but the source was noted to be the driveline. The fdg-pet scan showed uptake on the pump, indicating presence of a biofilm. The event date is estimated.